Manufacturer narrative:
Complete event site name: (B)(6). Complete initial reporter name: (B)(6). Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. The customer verified all connections were appropriate, secure, and free from any kinking. They were unable to switch over to the fluid lumen as it was not set up post-insertion and had been in for multiple days. They were assisted on how to run the pump without an arterial line source and how they would need to place another line for alternate access. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.